Event description:
On may 4th 1999 nellcor puritan bennett received information that alleged the n-7500 had failed to alarm when a patient had arrested. Caller stated the patient had been resucitated.